Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was incorrectly positioned "at the top" of the syringe 3ml ll w/ndl 25x1-1/2 rb before use. The following information was provided by the initial reporter: "consumer stated the plungers were all rested at the top of syringe and never saw this before." "Consumer just purchased this box and is finding the plunger stopper to not had a gap to the top of syringe."

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Based on information received from manufacturing, the customer's complaint is a design issue. The product is designed exactly the way the customer explained it and there is no defect. The stoppers are all in the correct position as per manufacturing.

Event description:
It was reported that the plunger rod was incorrectly positioned "at the top" of the syringe 3ml ll w/ndl 25x1-1/2 rb before use. The following information was provided by the initial reporter: "consumer stated the plungers were all rested at the top of syringe and never saw this before." "Consumer just purchased this box and is finding the plunger stopper to not had a gap to the top of syringe"